Event description:
It was reported that the okay keypad button became unresponsive. The pt stated that the okay button clicks and springs back as usual but he hears a different clicking sound and the button has to be pressed very hard to elicit a response. He reported that all other buttons are working correctly; they click and spring back as usual. The pt noted that he wears the pump in his pocket, the pump is not exposed to water, and the keypad is intact.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up, down, okay, and contrast keypad buttons were intermittently responsive during testing and required excessive force to activate. During investigation the up, down, okay, and contrast key contacts became inverted when pressed and did not always spring back. There was evidence of keypad adhesive found under all key contacts.